Event description:
A malfunction was reported by the customer, identified as error code 199 in tandem source, which indicated a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer opted to use multiple daily injections (mdi) for backup insulin delivery. Technical support confirmed the shipping address and arranged for pump replacement, also providing instructions on how to put the pump into storage mode before returning it using a pre-paid label. The customer understood and acknowledged the directions.